Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this left ventricular (lv) lead exhibited increased pacing threshold measurements indicating loss of capture. The device was subsequently reprogrammed to a new vector until further intervention can be determined. Further evaluation is expected at the next follow up appointment. This lead remains in service. No adverse patient effects were reported.